Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that there was an alert for noise reversions and the right ventricular lead exhibited noise, which was seen on the high ventricular rate electrograms. No programming changes were made; the patient would continue to be monitored. The patient was asymptomatic before, during, and after the check.